Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient submitted to total colectomy with ileum - rect anastomosis and loop ileostomy on (B)(6) 2021, under general + epidural anesthesia due to fistulizing diverticular disease. In an ileorectal anastomosis procedure, the circular stapler "did not cut", due to material deviation in quality, caused the following damage to the patient: - lesion of the rectal mucosa - need to reconfigure the anastomosis - protective loop ileostomy (not provided in the procedure) carried out as a result of material failure. This complaint was received directly from (B)(6) health authority ((B)(4)), therefore no further information can be obtained beyond what is described in this complaint.